Event description:
It was reported that a spectrum pump display was programmed to infuse 40ml and only infused 35ml (12.5%). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "flow rate under 40 ml (35.00 ml)" which was not confirmed or reproduced. Flow rate testing could not be performed due to the pump alarming for an unrelated system error at baxter. The device will be recalibrated and tested prior to release. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.